Manufacturer narrative:
Additional information is provided in h.2., and h.6. A photo was provided for visual inspection. The event was confirmed, the quick response (qr) code numbers did match. The device history record was reviewed, and the issue was confirmed. The supplier of the affected labels closed in 2023. Labels are now being printed by a different supplier and no discrepancies have been identified. The cause of the error cannot be retrospectively determined. Such an error in qr code is a cosmetic defect only as the unit is still clearly identified by numerical serial number. The unit has not been returned to service center therefore any re-labelling is not possible. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that when scanning the qr code on the device, the following number appears: 013501931510747811220712212207018. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and e1: contact address, city, and zip code are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.